Event description:
During a vaginal delivery using vacuum assistance, the infant's head was noted to have sustained a circular abrasion.

Manufacturer narrative:
The instructions for use indicate possible fetal injuries would include head trauma, bruises, contusions, lacerations, scalp edema, skull fracture cephalhematoma, subgaleal hematoma, subdural hematoma, parenchymal hemorrhage, intracranial hemorrhage and retinal hemorrhage. The initial reporter has indicated the subject device would be returned, however, as of this report it has not been received. This report will be supplemented as necessary upon arrival of the subject device.